Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6): customer reports that an approximately (B)(6) female was undergoing a laser lithotripsy stone removal procedure when the system fluoro failed. Physician completed the procedure using endoscopy. No reported injury.